Event description:
It was reported that during the implant procedure, the helix extended during advancement in the vein. This occurred using two different leads. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4). The lead was returned and analyzed. The helix fixation was distorted. The distal electrode was covered in blood. (B)(4).